Event description:
Had breast augmentation with ideal implants. Gradually started noticing change in size and feel. Implant is slowly deflating causing fold which is noticeable and uncomfortable. Patient code: 4504, 2360, 1924. Device code: 1583. Ref: mw5186980.